Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges noisy machine and difficulty breathing. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During external investigation the manufacturer observed no signs of contamination inside of the device. During internal investigation showed that there were no signs of sound abatement foam degradation. There were signs of contamination inside of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust contaminant and was not able to confirm the complaint or address the symptoms specified.